Event description:
This 53 year old male admitted for cardiac catheter, stent-catheter could not deploy into artery. The sheath covering the stent was stuck. This device was removed and another used without incident.